Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.¿ h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 340 mg/dl.